Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i71000440, serial/lot #: unknown. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they found a can bus communication error message. The message found can bus connector to the charger needed to be reconnected. They performed a printer installation and tested the system. All tests passed. The system was working without issue. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when powering on the system the message "software version mismatch" appears on the monitor on the mobile view station (mvs). No patient was present at the time of the event.